Event description:
Reportedly, during a scheduled follow-up at the clinic (penultimate follow-up on (B)(6) 2015), it was impossible to interrogate the subject pacemaker with no magnet response; the patient was in sinus rhythm with long pr, 75 bpm. It was reported also that patient was defibrillated at the hospital in (B)(6) 2016 post ptca procedure and des implant. Device was not checked at that time and patient was discharged. Patient was also reviewed in (B)(6) 2016 at the hospital due to symptoms associated with atrial fibrillation. Nurses noted that there were pauses occurring at that time. Patient has been sent to the hospital for device explantation and replacement within 24h and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it was damaged by the external shocks received by the patient.

Event description:
Reportedly, during a scheduled follow-up at the clinic (penultimate follow-up was on (B)(6) 2015), it was impossible to interrogate the subject pacemaker with no magnet response; the patient was in sinus rhythm with long pr, 75 bpm. It was reported also that patient was defibrillated at the hospital in (B)(6) 2016 post ptca procedure and des implant. Device was not checked at that time and patient was discharged. Patient was also reviewed in (B)(6) 2016 at the hospital due to symptoms associated with atrial fibrillation. Nurses noted that there were pauses occurring at that time. Patient has been sent to the hospital for device explantation and replacement within 24h and will be returned for analysis.

Event description:
Reportedly, during a scheduled follow-up at the clinic (penultimate follow-up was on (B)(6) 2015), it was impossible to interrogate the subject pacemaker with no magnet response; the patient was in sinus rhythm with long pr, 75 bpm. It was reported also that patient was defibrillated at the hospital in (B)(6) 2016 post ptca procedure and des implant. Device was not checked at that time and patient was discharged. Patient was also reviewed in (B)(6) 2016 at the hospital due to symptoms associated with atrial fibrillation. Nurses noted that there were pauses occurring at that time. Patient has been sent to the hospital for device explantation and replacement within 24h and will be returned for analysis.